Manufacturer narrative:
On 09-nov-2020 - was notified by manufacturer that this complaint was opened on the wrong serial number. Will open new complaint on correct serial number.

Event description:
Lead was explanted and replaced due to intermittent loss of capture. Should additional information become available, this report will be updated.